Manufacturer narrative:
(B)(4). No complaint received with return of device. A partial lead with the distal tip measuring 60.0cm was returned for analysis. External and internal insulation abrasion was noted at 35.5-36.3cm from the distal tip. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.